Manufacturer narrative:
Self-test was performed and no audio/beep anomaly occurred. The insulin pump was received with rattling/vibration due to vibrator motor adhesive not adhering. The insulin pump had battery tube threads cracked, cracked belt clip slot, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.